Event description:
Voluntary medwatch received states that the left ventricular (lv) lead was capped due to infection. The patient experienced a discomfort, pain, edema, inflammation and swelling. No patient consequences was reported.